Event description:
The company rep reported that the service loop disconnected from the tissue mold, dangling the helical retractor. After much manipulation, the device was removed but the side of the helical retractor caught the esophageal 1/3 of the way out. Biopsy forceps were used to loosen the helical retractor enough for device removal. There was no injury to the patient.

Manufacturer narrative:
Findings: the service loop disconnected from the tissue mold elbow due to a mfg process issue. (B)(4), released on (B)(4) 2009 validated a change to the bonding process which increased the process capability cpk from 1.0 to 1.78. This malfunction report is now being reported after written feedback from (B)(4) regarding this failure type.